Event description:
Adverse event(s): "the flap was made for the shunt" (eye injury). Product problem(s): "surgeon not blaming the shunt" (no known device problem [shunt]). An office mgr reported that the surgeon was unable to implant the shunt due to the pt's allergic reaction to the anesthesia. She stated that this was a combined procedure for cataract and glaucoma filtration surgery. The cataract surgery was completed and the flap was made for the shunt along with an incision, but the pt was moving too much to stabilize the eye; therefore, the surgeon discontinued the filtration surgery. The office mgr reported that the shunt did not come in contact with the pt. In a f/u, the surgeon reported that a trabeculectomy was performed and that the device did not cause/contribute to the event.

Manufacturer narrative:
The product was returned for analysis. A visual inspection was performed on the opened sample, which was found to be conforming. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/04/2010, 03/09/2010, and 03/29/2010 by phone, fax, and mail. A completed questionnaire was received on 03/30/2010. (B) (4)